Event description:
It was report that patient was experiencing a worsening of dysarthria and dystonia symptoms wherein it was suspected to be caused by the device turning on and off due to difficulty charging the ipg and the stimulation therapy not being programmed optimally. Despite good faith efforts, boston scientific has been unable to obtain additional information regarding any medical intervention administered to address the patient symptoms, and status on the patient outcome. Boston scientific subsequently received information providing the full address of the neurologist and indicated the only medical intervention provided was patient going back on her normal parkinson's medication.

Event description:
It was report that patient was experiencing a worsening of dysarthria and dystonia symptoms wherein it was suspected to be caused by the device turning on and off due to difficulty charging the ipg and the stimulation therapy not being programmed optimally. Despite good faith efforts, boston scientific has been unable to obtain additional information regarding any medical intervention administered to address the patient symptoms, and status on the patient outcome. Boston scientific subsequently received information providing the full address of the neurologist and indicated the only medical intervention provided was patient going back on her normal parkinson's medication. Boston scientific subsequently received information indicating the physician has followed up with the patient and found no problems with how the deep brain stimulation dbs system was programmed.

Event description:
It was report that patient was experiencing a worsening of dysarthria and dystonia symptoms wherein it was suspected to be caused by the device turning on and off due to difficulty charging the ipg and the stimulation therapy not being programmed optimally. Despite good faith efforts, boston scientific has been unable to obtain additional information regarding any medical intervention administered to address the patient symptoms, and status on the patient outcome.